Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type recharger was returned and the analysis shows that high reading na low reading na no device found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger gets hot, and she is getting rm04 error message. Patient said for the past year, she can't recharge beyond 50%, before she has difficulty with recharging and she would have to stop. Patient have tried to reach out to her healthcare provider (hcp) but couldn't get help, until she was directed by someone to call patient services. Patient had her lithium battery replaced a couple days ago. No noticeable damage inside the controller.